Manufacturer narrative:
(B)(4)

Event description:
It was reported when the patient presented to the clinic for a device check-up, far r-wave oversensing was observed. The recommended programming change was made. No patient symptoms were detected. The patient will continue to be followed.